Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the case completed? Was any additional tissue dissection performed to remove the broken drain? If yes, what surgical/medical intervention was performed? Was a new drain inserted in the patient surgically? Was the drain removed in ICU or in surgical room? Was a new drain placed in ICU or in surgical room? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and drain was attached to a reservoir. It was reported that the patient changed position and the drain was broken. The patient's drain was removed. Additional information is has been requested.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: how was the case completed? In the uci the patient was changed position and when draining the reservoir, the drain was broken. Was any additional tissue dissection performed to remove the broken drain? No. Was a new drain inserted in the patient surgically? No, because only was reservoir. Was the drain removed in ICU or in surgical room? Uci. Was a new drain placed in ICU or in surgical room? The reservoir in uci.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2020.